Manufacturer narrative:
A partial lead measuring 50.0cm of the distal tip electrode was returned. Externalized conductors due to internal insulation abrasion were found at 8.8cm to 11.6cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital for a normal follow up. Externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.